Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the balloon exhibited fluid loss. A surgical procedure was performed to remove and replace the aus. No further patient complications.

Manufacturer narrative:
Model number/catalog number: 72404131 serial number: n/a batch/lot number: 752246009 model/catalog description: belt cuff fgs 4.5 cm iz unique identifier (UDI) #: (B)(4) model number/catalog number: 72404127 serial number: n/a batch/lot number: 756321014 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4) the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence and fluid leak are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; altered therapeutic response and fluid leak are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.